Manufacturer narrative:
Based on our investigation, we can conclude that fit issue was likely caused by an inaccurate intra-oral scan, which should have prompted our technician to kick the case back to support to inform the doctor of the discrepancies. However, performing surgery using the guide after seating issues were observed likely led to the observed trajectory issues. Additionally, a technical data sheet ships with every surgical guide which informs doctors that they should not use the guide if seating issues persist, and that doing so may cause the drill position, trajectory, or depth to be off.

Event description:
The guide was used for implant surgery. The guide did not seat properly, so the doctor trimmed it and eventually got it to seat. However, after drilling a couple millimeters, the doctor observed that the trajectory was more palatal than planned. Surgery was aborted, and the doctor may graft at a later date.